Event description:
It was reported that coil break occurred and part of it remained inside the body. The target lesion was located in a moderately tortuous and mildly calcified lesion. A 6mm x 20cm interlock was selected for use in a splenic artery embolization. During the procedure, it was noted that the coil was unhooked in the microcatheter, and the microcatheter could not be completely pushed out. A part of the coil remained in the body and attempts to grasp it were unsuccessful. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.